Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. The overall performance of architect stat high sensitive troponin-I reagents in the field were reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I, lot number 69363ud00, was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient; however, no specific patient data was provided. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us (architect stat high sensitivity troponin-I), list number 02r98, and a 510k number of k191595.

Event description:
The customer observed a falsely elevated architect stat highly sensitive troponin-I result for one patient; however, no specific patient data was provided. There was no impact to patient management reported.